Event description:
Report received via device registration of "undetermined proximal cathetr problems." Follow up with hcp revealed pt had replacement of the proximal catheter. Patient had some withdrawal - baclofen assay was done and showed no intrathecal baclofen present in the sample. Pt also had other medical issues at the time of the event. Proximal catheter replaced with immediate relief of symptoms. No lioresal was in the catheter - hcp was unable to determine what had caused the event.